Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas and its charging pad did not charge out of the box, evidenced by a blinking blue status light on the pad and no sustained charging indication on the device; a backup ilet was provided and the original ilet and charging pad were replaced for further evaluation. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and successful continuation of training with the replacement equipment. Investigation included collection of use conditions through troubleshooting with the user and receipt and inspection of the returned device investigation of this case revealed a reported failure to charge consistent with a power or battery charging malfunction of the pump hardware and charging pad. It was concluded that the device exhibited a charging malfunction and the issue was resolved by replacement.